Event description:
It was reported that a pump under delivered fluid. The pump was programmed to deliver 32.7ml at a rate of 7.1ml/hr, however only 21ml was delivered. A customer stated that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval was unable to confirm that an under infusion occurred. Review of the history log supports the reported event parameters; however no malfunction could be identified. A flow rate test was performed with the device in question, per the spectrum preventive maintenance procedure and found to deliver within specification. An additional flow rate test was performed using the event infusion parameters found in the history log (for a period of one hour) with the unit passing.